Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial:(B)(4). Batch: 19349840 / 19349840.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.